Event description:
It was reported that during surgery, the universal modular electric/battery double trigger handpiece breakdown. The battery was reset and changed; however, the handpiece did not resume function. It was reported that surgery time was extended by 7 minutes. There was no report of pt injury associated with the event and the surgery was completed with another device. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.